Manufacturer narrative:
A review of the provided information by a clinical consultant indicated that: age-related osteoporosis and osteolysis as caused by the previous failed device plus procedure-related factors with regard to the choice for a straight rm-device in a curved femur where a long stem was required to bridge present bone defects caused a conflict between geometry of the straight rm-stem and the curved femoral bone which during the frequent settling of the stem after implantation caused the distal stem tip to perforate the femoral bone and cause a local pp-fracture requiring an additional revision. A review of the device history records indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other similar events for the reported lot. Discarded by hospital

Event description:
On the post surgery xray it was noticed that distally the femoral stem had fractured through the femoral bone cortex.